Manufacturer narrative:
The reported events were dislodgement and muscle stimulation. A complete lead was returned for analysis. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead was dislodged. The patient received pocket stimulation due to the dislodged lead. Dislodgement was confirmed via a chest x-ray. The lead was explanted and replaced the patient was in stable condition.